Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an removal of the osteosynthesis material placed in germany on (B)(6) 2018 in a (B)(6) year-old child it was found that the material was firmly anchored in the bone and could not be removed. No further information were provided. The issue is most likely related to an ar-4210-14 prostop¿ subtalar arthroereisis implant, 10 x 14 mm but it could not be confirmed. Update (B)(6) 2020: further information were provided that the revision was necessary due to a device failure.